Event description:
It was reported that a pt underwent a ventral hernia repair on an unk date and suture was used. On (B)(6) 2010, the pt experienced a wound dehiscence due to suture breakage and the pt underwent resuturing.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information. The actual device batch number associated with this event is not known. The following is a possible batch number: batch cc6699. Mfg date: 03/23/2010, exp date: 01/31/2012. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.